Event description:
While servicing a coulter lh 750 hematology analyzer in a customer's facility, a beckman coulter field service engineer (fse) identified cut tubing through pinch valve, pv 57. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and identified cut tubing through pinch valve pv 57. The fse replaced the tubing through pv 57 resolving the issue. (B)(4).